Manufacturer narrative:
The insulin pump alarmed during self-test the problem was isolated to the mother board also, unable to perform off no power test due to e15 alarm. All operating currents are within specification and passed displacement test, a21 error test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received an external flash crc error alarm. Customer's blood glucose was 135 mg/dl. Insulin pump would need to be replaced.